Manufacturer narrative:
The company rep examined the system and replaced the power supply and the pressure/vacuum manifold. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate two similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the equipment displayed multiple system messages and locked during a vitreo-retinal procedure. The case was completed with another unit following a delay of more than 15 minutes. There was no harm to the pt.